Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. Engineering performed functional testing on the instrument and found no abnormalities. A representative articulating single use loading unit (sulu) was loaded and unloaded successfully to the clinical device. The instrument sulu jaws open and closed as intended when the handle was activated. The instrument clamped, cycled fully, opened and unloaded repeatedly without difficulty; then button release was pressed, and sulu unloaded as expected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the device was able to clamp the tissue and fire normally for the first four firings. On the fifth firing, after setting the cartridge and clamping the tissue, the device could not fire. Another device was used to complete the case. There was no patient injury.